Event description:
Medwatch report was found on FDA maude database and is being investigated. Incident reported as: performing bilateral uterosacral ligament vaginal vault suspension via capio device, single capio bullet retained within sacral spinous ligament at initial firing secondary to capio device. No negative outcome to the patient reported.

Manufacturer narrative:
Sample is not available for evaluation. Investigation is ongoing and a follow up report will be sent as soon as it is available.